Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failing to establish final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. One attempt at establishing final arm angle test (efaa) was tested during prep per IFU. Clip was inverted once during prep, and twice during use. Multiple unsuccessful grasps were attempted; due to challenging imaging and restricted posterior leaflet. The decision was made to change clip size; therefore, the mitraclip delivery system (cds) was attempted to be retracted as per IFU. When retracting the cds into the steerable guide catheter (sgc), the clip got caught on the sgc and the clip opened and detached from the mandrel located at the a2/p2 grasping location. Although the clip opened, the clip remained intact. The clip remained on the gripper line; a snare device was used to successfully retrieve the clip without causing injury to the patient. It was reported that the lock lever was slightly retracted past the blue line. No clips were implanted. Mr remains at 4. A second procedure has not been scheduled. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported poor image resolution could not be determined. The reported difficulty grasping, was due to a combination of imaging difficulty and challenging anatomy. The reported difficult removal was associated with the clip being caught on steerable guide catheter (sgc) during removal, a cause for clip caught on the sgc could not be determined. The reported clip detaching from the delivery system appears to be due to the difficult removal. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.